Event description:
Reportable based on device analysis completed on 04 dec 2018. It was reported that the catheter was unable to prime. An angiojet solent dista catheter was selected for a thrombectomy procedure. As the catheter was priming, the system displayed an error message pertaining to kinks in the tubing. It was unable to prime as a result. Another catheter, the same type, was used and worked without issues. There were no patient complications reported. However, device analysis revealed a plugged jet hole. Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was no damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet console. The testing was started; however, the check catheter for kinks error was displayed on the screen. The device had over-pressured at 9.27 kspi. The shaft was inspected again there was no damage or irregularities were identified to cause an over pressure error. The tip was dismantled to review the jet holes. The jet holes were microscopically examined and it was found that one of the jet holes were plugged. Materials testing identified that the jet was plugged with a piece of stainless steel, which is the same material as the hypotube and jet body of this device.